Manufacturer narrative:
Correction: patient weight updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system functioned as intended. It was also reported that hardware part(s) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Follow-up is being conducted to clarify what hardware parts were replaced. Other relevant device(s) are: sfw kit 9735736, stealth s8 ent EU-sc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a functional endoscopic sinus surgery (fess) procedure, in the middle of the procedure, the surgeon alleged an inaccuracy. They tested accuracy superficially and it was accurate on the anterior portion of the patient, but posterior they were allegedly inaccurate by 1/2 inch. The surgeon did say he felt accurate at the beginning of the case, but unknown where on the patient he felt accurate at. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction/clarification - there were no hardware parts replaced during the work order/system checkout/system testing. A software investigation was initiated. It was reported that logs and archive were reviewed and confirmed the scan was not to protocol, with much of the anatomy cut off; this likely led to the alleged posterior inaccuracy. If information is provided in the future, a supplemental report will be issued.